Event description:
After placement of the catheter in right subclavian the physician attempted to flush the catheter with saline and noticed there was a hole in the catheter next to the vita cuff where a plastic clamp was placed during packaging. The catheter had to be removed and replaced. Original diagnosis and procedure was lyme disease and insertion r subclavian catheter. This was an outpt procedure.